Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained.

Manufacturer narrative:
The complaint was not confirmed. Visual inspection of the packaging of the test strips observed no calibrator included. A device history review (DHR) of the test strips was requested. The DHR for lot number 47477 confirmed that it was manufactured with no calibrators and therefore is expected not to have calibrators present. The test strips were performing within their performance claims and met the manufacturer's quality specifications prior to their release. This is a final report.

Event description:
Customer reported that he did not receive the adc calibration bar in his test strips box and could not calibrate his adc blood glucose meter in order to test his blood glucose level. Customer further reported subsequently experienced seizure. No third-party medical intervention was reported. Customer denied self-treatment. There was no report of death or permanent injury associated with this event.